Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number received for the product involved in this complaint was not valid. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an laparoscopic cholecystectomy procedure, the clip applicator fired, but did not close the clips, having to be replace it by another device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information received: lot: p4rf14 - the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Expiration date 03/31/2022 manufacturing date 04/25/2017

Manufacturer narrative:
(B)(4). Batch # p9250g the analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, 1 conforming clip was fed and formed; finally, the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.